Manufacturer narrative:
A replacement pump was shipped to the customer on (B)(6) 2014. Ameda requested return of the used personal pump. To date, the pump has not been returned.

Event description:
The customer contacted ameda via phone call. Customer stated that she had mastitis due to low suction with the purely yours pump. She reported that she developed mastitis on three separate occasions from (B)(6), 2014. During this time she reported using both a medela symphony multi-user pump and a ameda purely yours single user pump.